Event description:
It was reported that the "PICC team was consulted to declot existing midline. When line was inspected, it was noted to have pooling of blood at the insertion site with active leaking of blood. Line was discontinued intact however it was noted to have kinks at the 36.5 cm level and the 42.5 cm level." No adverse effect to the pt.